Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived with pivot jaw detached. The broken off pivot jaw was fixed with duct tape at the shaft. A visual inspection of the jaw was performed. It was clearly visible, that the pivot jaw was not correctly fixed, the fixing notch is missing. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no complaints with this lot and this error pattern at hand. The root cause for this problem is production related. The pivot was not correctly fixed during the assembling process.

Event description:
Country of complaint: (B)(6). During a surgery, the pivot jaw of the instrument broke off. According to the information provided there was no harm to the patient.